Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that upon initial insertion of faradrive into left atrium, air was seen through the sideport of the sheath even after continuous aspiration. An anomaly with the valve was suspected. The sheath was replaced, and the procedure was completed using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis. It was further reported that the sheath was being aspirated and flushed with 20cc syringe prior to hook up to irrigation. No air in patient nor leak was seen.

Event description:
It was reported that during the farapulse atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that upon initial insertion of faradrive into left atrium, air was seen through the sideport of the sheath even after continuous aspiration. An anomaly with the valve was suspected. The sheath was replaced, and the procedure was completed using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.